Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported seeking medical attention with their healthcare provider (hcp) on (B)(6) 2026, due to high blood glucose (bg) levels. The specific bg value was not reported. The patient reported feeling very sick, with nausea, a headache, and was diagnosed with hyperglycemia due to prolonged high bg levels. Their hcp did a ketone test and the patient tested positive for ketones. The hcp administered insulin to normalize their bg levels. Leading up to the medical event, the patient reported having an issue with a box of pods where they placed the pods and they received a hazard alarm; ¿insulin delivery stopped change pod now¿. The patient stated they are currently not wearing the pod based on the issues experienced. The patient has transitioned back to daily manual injections.